Event description:
After placement of the wire the radiologist pulled back slightly on the wire. A film of the placement noted that the wire had broken about 1cm from the distal end. The separated segment was retrieved during the surgery to biopsy the lesion.